Event description:
Customer received the following results on mobile system 1 within 10 minutes: hi (greater than 600 mg/dl) and 144 mg/dl, 313 mg/dl and 276 mg/dl the customer received the following results on mobile system 1 and mobile system 2 within 10 minutes: 370 mg/dl and 270 mg/dl vs. 155 mg/dl and 176 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test cassettes were not returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278317, expiration date 01/31/2016). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Will not be returned to manufacturer.